Manufacturer narrative:
A tear in the exposed portion of the cannula resulted in fluid leaking from the fluid path. It could not be determined how or when this damage occurred.

Event description:
It was reported the patient's blood glucose level rose to 318 mg/dl while wearing the pod longer than 48 hours. As treatment, the patient successfully activated a new pod.